Event description:
Global affiliate reported a home patient (hp) who felt full, as if overfilled, while using the homechoice cycler for apd therapy. The hp reported feeling "bloated" while the fill volume was being delivered and the fill was stopped after the hp received 1,788mls of fluid. The device was placed into a manual drain and approximately 3,342mls of fluid was drained. Therapy was discontinued after the manual drain and the hp restarted apd therapy over with a brand new supplies. Review of the hp's therapy info indicates that the initial drain alarm setpoint was programmed at 1500mls and the hp drained only 434mls during the initial drain before advancing into fill 1. Follow up with the global affiliate reveals that the hp was severely constipated due to analgesic prescriptions and was also confused, resulting in changing the device's prescribed program parameters and settings. There was no pt injury or medical intervention reported by the global affiliate.